Event description:
It was reported that during a lap hysterectomy procedure, the handpiece failed. Opened new one to complete the case, and it worked immediately. No pt consequence.

Manufacturer narrative:
Tracking# 444524-0, date sent: 6/21/2006 a1, 2,3,4; b3, 6 7; d11: information was not provided h6: code 400: cracked bladeevaluation summary: the analysis results found that the device was returned with the blade scratched and cracked. The device was tested with a generator and solid tone was received. The identified blade damaged may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore , the instructional insert states: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use." The batch record was reviewed, and no anomalies were noted during the manufacturing process.